Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for sustained ventricular arrhythmia which needed direct-current cardioversion or defibrillation. The event was noted to be due to the patients underlying condition and not device related. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of hypertrophic cardiomyopathy causing cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08nov2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had dilated phase of hypertrophic cardiomyopathy. The patient did not have a history of arrhythmia prior to implant. The arrhythmia resolved.